Event description:
Philips received a complaint from the customer on the v60 ventilator indicating intermittent touchscreen functionality. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was taken out of service. The customer called technical support to report that the touchscreen worked intermittently; the customer cannot control the device when the touchscreen stopped working, and a hard reboot had to be completed. The customer calibrated the touchscreen a few times, but the issue remained. The remote service engineer (rse) recommended replacing the touchscreen and provided the customer with the part number of the replacement touchscreen for repair.

Manufacturer narrative:
The biomedical technician ordered and installed the replacement touchscreen, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.